Manufacturer narrative:
There is a warning posted just to the left of the opening, cautioning the operator not to access this area. Operator did not heed warning when placing hand into the opening.

Event description:
The technical service representative reported the customer received gripper alarms and an operator reached into the analyzer opening that reagent cassettes slide into without opening the lid. When she reached into the analyzer, the operator's right index finger was pierced by the piercing mechanism of the gripper. The operator went to the emergency room where she received five stitches in her right index finger and a tetanus shot. She was then sent home and only worked a half a day the next day. Two days later operator was wearing a splint on the affected finger.